Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch tmbetz mfg. Date - 11/20/2023. Exp. Date - 10/31/2025. Batch tmbcxq - mfg. Date - 11/12/2023. Exp. Date - 10/31/2025. A manufacturing record evaluation was performed for the finished device batch tmbetz, sxpp2b405 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch tmbcxq, sxpp2b405 and no non-conformances were identified. Product complaint # (B)(4). Date sent to the FDA: 4/26/2024. Corrected information: h6 (b18 - device discarded). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2024; and a barbed suture was used. During the procedure, the suture broke off at the swage. Case was completed with the same suture as they started the other direction there were no adverse consequences to the patient. No additional information was provided.